Event description:
It was reported via repair work order that a caster fell off of the recliner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.